Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number : 3006705815-2021-03728. It was reported that the patient experienced ineffective therapy due to lead migration. One of the leads migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the one of the leads was explanted and replaced with the new lead to address the issue. Reportedly, therapy was confirmed post operatively. Note: it is unknown which lead was explanted. As such, both leads are being reported.